Event description:
It was reported to medtronic minimed that the customer reported physical damage to the retainer ring on the pump, and the reservoir was able to lock in place when inserted into the pump. The customer reported a blood glucose value of 70 mg/dl. The customer experienced hypoglycemia, was treated with a spoonful of jam and yogurt. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. No harm requiring medical intervention was reported. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, partially broken retainer and missing o-ring (reservoir tube). Blank display due to moisture damage on the pcba 1, pcba 2, force sensor and lcd assembly. Unable to verify customer's low bgs. Retainer ring damage confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.